Event description:
Customer reports a shock and a burning smell from their adc device while connected to the charger. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. DHR's verified that the correct cable and adapter were part of the kit pack. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.